Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 938 mg/dl on (B)(6) 2026. Cause was not known. Customer did not clarify the treatment received to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.